Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead and right atrial (ra) lead were unable to sense or pace due to lead dislodgements. In addition, the entire implantable cardioverter defibrillator (ICD) system was explanted approximately five months after implant due to infection. The patient was diagnosed with staphylococcus aureus bacteremia and was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.